Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle hub separated from the syringe and caused vaccination medicine to leak out. The following information was provided by the initial reporter: "client received a dtap vaccine and needle separated from syringe during the administration of product which resulted in vaccine leakage and less than the expected dose was administered."